Event description:
It was reported that the patient presented in clinic for initial implant procedure on (B)(6) 2025. During procedure, the newly placed right ventricular (rv) leadless pacemaker (lp) was found interacting with the tricuspid valve. The rvlp was retrieved, and a damaged helix was noted. The rvlp was not implanted and an alternate near at hand was implanted instead. There were no patient consequences.